Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a meniscal repair surgical procedure, the customer's omnispan meniscal repair system, 12 degree needle did not deploy correctly. According to the report, the surgeon pressed the first grey trigger and the implant deployed successfully but when he pressed the red trigger the silicone tubing became stuck on the suture in-between the first implant and the second implant not yet deployed. The surgeon used a meniscal biter to remove the second implant and tubing. The sales rep confirmed nothing fell off into the patient. The surgeon left the first implant in. The surgeon completed the procedure with another applier and same type implant with no patient consequences or delay. The customer already discarded the implant. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.